Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. These are known adverse events addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient was injected with unspecified juvéderm® and presented ¿foreign body granuloma formation" confirmed by laboratory. Hcp also indicated "the area was extremely hardened". Symptoms ongoing.